Manufacturer narrative:
(B)(4): a visual analysis of the returned device found that the stent has evidenced of calcification on its surface. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. Therefore, the most probable cause is considered "operational context." A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent implanted approximately 2 or 3 months ago, was scheduled to be removed during a semi rigid ureterolythotripsy procedure (exact procedure date unknown). According to the complainant, during the procedure, when the stent was removed, a little calcification was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Exact patient age unknown, but reported to be over (B)(6) of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent implanted approximately 2 or 3 months ago, was scheduled to be removed during a semi rigid ureterolythotripsy procedure (exact procedure date unknown). According to the complainant, during the procedure, when the stent was removed, a little calcification was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".